Event description:
During screening of customer reported issues to the chinese authority nmpa on january 28, 2024, siemens healthineers became aware that an adverse event occurred while operating the somatom definition as CT system. On (B)(6) 2024, it was reported that an unconscious patient was positioned on the CT table with support from the patient's family members and also brought back to the hospital bed after the successful scan. The patent¿s family noticed abnormalities and informed the attending physician. Evaluation discovered the patient had a fracture to his left upper arm. The patient was not an emergency patient, regardless that he was unconscious. As to our knowledge the patient is currently still hospitalized for treatment.

Manufacturer narrative:
Siemens healthineers was not notified of this event and was not called for any service. As the event occurred some time ago, there is no possibility for a deeper technical investigation, except for the completed customer interviews. Based on the given information we cannot prove that the CT scanner caused or contributed to the patient injury but it is rated as unlikely if regular obligations for fixation and patient monitoring during the scan were followed, as recommended in the instructions for use, especially for unconscious patients. This report is filed with an abundance of caution.